Event description:
The one touch ultra meter was giving erratic results. The readings were "166 mg/dl" and "265 mg/dl" on the reported meter. The readings were taken within 10 minutes and the coefficient of variation was greater than "20mg/dl", however the test strips were damaged. The test strips were described as peeling back upon insertion into the test strip port. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and strips were replaced and return is expected.